Event description:
It was reported that a charge circuit timeout occurred and the implantable cardioverter defibrillator (ICD) reached end of service. The patient is hard of hearing and was reportedly unaware of the device emitting an alarm tone. The ICD was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was also received and analyzed. A charge circuit timeout and excessive charge time were recorded on (B)(6) 2012. The device was not yet at eri on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: additional analysis of the returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.